Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated into a kidney and ovary'), ovarian perforation ('coils migrated into ovary') and kidney perforation ('coils migrated into a kidney') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required) and kidney perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, ovarian perforation and kidney perforation was resolving. The reporter considered device dislocation, kidney perforation and ovarian perforation to be related to essure. The reporter commented: friend is much better. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: full work up, coils had migrated into a kidney and ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils migrated into a kidney and ovary'), ovarian perforation ('coils migrated into ovary') and kidney perforation ('coils migrated into a kidney') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required) and kidney perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, ovarian perforation and kidney perforation was resolving. The reporter considered device dislocation, kidney perforation and ovarian perforation to be related to essure. The reporter commented: friend is much better. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: full work up, coils had migrated into a kidney and ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.